Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Device interrogation revealed multiple episodes of auto mode switch due to atrial noise. Noise could not be replicated in clinic with isometrics. The physician elected to monitor the patient. The patient was in stable condition.